Manufacturer narrative:
(B)(4). Correction/removal numbers: 1627487-12192011-003-r. (B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Event description:
The patient reports the ipg is unable to communicate with the charging system. The patient recharged her ipg and two days later suffered a fall and was unable to recharge her ipg 4 days later. Troubleshooting did not resolve the issue, however; interrogation revealed the issue is an ipg hardware issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.